Event description:
Patient has been reported to suffer from a corneal abrasion. The patient had been put on antibiotics.

Manufacturer narrative:
Complication rare, but not unknown, no evidence of malfunction of the device, but rather an inherent risk of contact lens wear. Add'l lot # 0091669, 00938. Add;l exp dates: 06/2009- 07/2009, add'l MFR dates: 07/2006 - 08/2006.